Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument. Manufacturing date: 03-nov-2022. Expiration date: 01-oct-2032. Part number: 04.037.943s, 9mm/130 deg ti cann tfna 200mm - sterile. Lot number: 2767p70 (sterile). Lot quantity: 12. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent initial surgery with tfna system on an unknown date. X-ray was performed of the pelvis and left hip on (B)(6) 2023, after patient experienced increased pain. The finding states, "in the current examination in the ap image, increased variation misalignment of the femoral head including the femoral neck relative to the trochanter massif or femoral shaft, consistent with a loosening of the proximal femoral nail." Diagnosis of a secondary dislocation at st.n. Medullary nail osteosynthesis from (B)(6) 2023 with tilting of the left femoral neck. After consultation with the treating surgeon, the load limit was changed to zero load and bed-wheelchair mobilization for at least four weeks. Adjustment of analgesia for persistent pain. Due to the necessary zero stress, only limited progress was possible in terms of mobility and the geriatric acute rehabilitation was stopped early. To bridge the time until the patient is fully stressed, they moved to a temporary solution in a retirement and nursing home. A reoperation for the patient is not possible due to her age and numerous comorbidities. This report is for a 9mm/130 deg ti cann tfna 200mm: sterile.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.